Manufacturer narrative:
Dr originally reported pn 0620 lot number unk, however he returned pn 0621. No observable defects could be found with the component itself. Measurements taken met design requirements. A review of the lot history of the subject product could not be completed since the lot number from your office was unavailable.

Event description:
An abutment broke in function. Pt is reportedly fine.